Manufacturer narrative:
(B)(4). D4 - this product is sold outside the us and therefore no gudid information exists. This device is considered similar to 00889024519848. D10 - associated medical devices: g7 osseoti 4 hole shell 60mm g; item# 110010248; lot# 65862932. G2 - foreign: event occurred in australia. G4 - the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k190660. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately two and a half years post-implantation, the patient underwent a left hip revision due to pain. The patient was found to be 9 mm long and the cup orientation was approximately 38 deg inclination and 15 deg anteversion. The surgeon increased the offset to normal hip. Due diligence is in progress for this complaint; no additional information has been received at the time of this report.